Manufacturer narrative:
No motor movement alarm during the rewind test due to moisture damage on the motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error. The alarm occurred after they changed the battery, during a basal delivery. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were unable to complete the insulin pump rewind. The insulin pump will be returned for analysis.